Event description:
The user failed a proficiency survey for two samples. Sample 1 initial vancomycin result was 19.5 ug/ml, repeat result on (B) (6) 2010 was 13.4 ug/ml, repeat result form a sister lab on a cobas 6000 was 0.5 ug/ml. The acceptable range was 1.0-5.1 ug/ml. Sample 2 initial salicylate result was 8.1 ug/ml and repeat result on (B) (6) 2010 was 34 ug/ml. The acceptable range was not provided. No patient results were affected. The vancomycin reagent lot number was 60847301. The salicylate reagent lot number was not provided. The field service representative could not reproduce the issue and replaced cleaner valves over the transfer head and probes. He determined an fp calibration was needed and ran the fp calibration with no errors. The user also calibrated the assays.

Event description:
Reporter alleged the customer obtained the results of 70 mg/dl, 117 mg/dl and 121 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.